Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was attempting to bolus, when the numbers on the insulin pump's screen started to scroll. The buttons were unresponsive. Customer's blood glucose level was 133 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to light moisture damage on the keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window.